Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic during peritoneal dialysis (pd) therapy, which caused peritonitis. On an unreported date, the patient made a mistake by not wearing a mask and not cleaning the area before starting pd therapy. It was not reported if the patient was hospitalized. The patient was started on antibiotic therapy after the effluent analysis. The treatment included vancomycin (1gm, route and frequency not reported) and fortum (1gm in each bag, route and frequency not reported). Outcome of peritonitis was not reported. Additional information was requested, but is not available at this time.